Event description:
Caller reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information via email as the customer did not have his charging cable and preferred to perform the reset himself; the customer planned to call back if any issues arose.